Event description:
The patient underwent aortic valve replacement for critical aortic stenosis. On arrival in the ICU, though hemodynamically stable, his EKG demonstrated rather significant st elevation anteriorly. As such, afterconsultation with cardiology, the surgeon elected to bring the patient to the cath lab for catheterization. In the cath lab, a tee was performed and showed an area that was suspicious for perivalvular leak and/or vsd. Oximetry in the cath lab was normal, which the md feels ruled out the potential for vsd. However, the amount of aortic insufficiency through and around the valve was quite dramatic. As such, the patient was returned to the operating room for repair of likely dehisced annulus following aortic valve surgery. Manufacturer response for 23mm aortic valve replacement, edwards aortic valve: the rep was present in the or for both the implant and explant of the device. The device was evaluated in pathology and then returned to the rep for inspection and analysis.